Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed and there was no evidence of the reported ¿purge not detected¿ alarms found. However, there were multiple instances of purge system open. The console was evaluated and it was confirmed that the blue purge disc retainer was found to be broken. The root cause of this issue was a broken purge disc retainer.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 33-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) displayed a "purge not detected¿ alarm despite a purge cassette being installed. The aic was swapped to resolve the noted issue. There was no patient harm.